Manufacturer narrative:
Correction: d4, h4. This supplemental report is being reported to capture updated device information.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be determined. It is likely the following led to the malfunction: an electric conduction was activated. This may have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the cutting wire on the electrosurgical knife was broken. There were no reports of patient involvement.